Event description:
The surgeon implanted a aq2010v silicone lens. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens and required a suture to close the wound. No pt injury.